Event description:
Customer reported a cryocyte freezing container was observed to be leaking after thawing. The customer stated the leak was located at the seal on the donor tubing. The bag contained stem cells intended for infusion to a patient. The cells were discarded after the leak was discovered, but the patient had 7 other bags of cells available. The collection was done 12/14/2005 and the leak was discovered 05/02/2006. The bag was frozen and stored in an overwrap and an aluminum cassette. The bag was cooled in a mechanical freezer before transferring to vapour phase for freezing. Prior to thawing the cassette was transferred to an insulated box (4 cassettes/box) which was packed with dry ice for transport. The bag was inspected prior to shipping and was intact but was found to be damaged after shipment. The customer stated one seal is placed on the donor tubing approximately 1" from the bag and the tubing is cut in the middle of the bag. The bag was discarded by the hospital to which it was shipped by the customer.